Event description:
It was reported the patient was hospitalized and required a system explant due to infection. The pump was used to deliver baclofen. Additional information later reported that the pump had eroded through the skin on the right abdomen. The hcp felt that the pump was infected so the pump was removed on (B)(6) 2014 as well as the proximal catheter. The distal catheter was left in place. The patient was in the ICU (intensive care unit) on a ventilator since (B)(6) 2014. On (B)(6) 2014, a new pump was implanted and a new proximal catheter was connected to the existing catheter. The pump was filled with baclofen. The patient¿s status was noted as alive, no injury. Additional information later reported although the pump was explanted, all testing indicated there was no infection. The patient was discharged from the hospital on (B)(6) 2014 and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l40244, implanted: (B)(6) 1996, product type catheter. (B)(4).

Event description:
Additional information later reported the patient developed erosion through skin over pump with exposure of device. A pocket erosion was noted. Peri-operative antibiotics were given. There was no infection; culture was obtained from device pocket, lumbar region and csf (cerebrospinal fluid) and were negative. As a result the device was partially explanted on (B)(6) 2014. Patient was treated with IV valium, intubated followed by re-implant after three days of negative culture i.e. On (B)(6) 2014. Patient had been on intrathecal baclofen treatment since 1995 and the treatment was ongoing. Patient was taking valium 5 mg every 6 hours at the time of the event. Patient had not had any other medications besides intrathecal compounded baclofen in the pump at the time of the event. Patient had not experienced any drug withdrawal. Patient's pump was last refilled in (B)(6) 2014.